Event description:
The stent dislodged during placement in the lesion and was retrieved with a snare device. This male patient was admitted for coronary intervention of a 99%, de novo, moderately calcified lesion in a mildly tortuous proximal left circumflex artery (lcx). Timi flow pre procedure was 1. A launcher ebu 3.75 with side holes was engaged to the artery, but the back up support was not good. To improve support, two guidewires were inserted; a runthrough guidewire was advanced across the lesion into the distal lad and a renato guidewire was advanced down the first obtuse marginal branch. Pre dilation with a 2.5 x 30mm ryujin balloon was conducted at the target lesion. The inflation details are unk. A 2.5 x 23mm cypher sds was advanced through the system; however, there was difficulty delivering the device and it would not corss the lesion site in the proximal lcx. When, the physician attempted to push the stent across the lesion, the guidewires backed out of the vessel. The cypher sds was withdrawn through the guider and the guidewires were again advanced down the lcs and the om. The lesion was again dilated with a 2.5 x 20mm ryujin ballon. While attempting to position the stent within the lesion, the entire system (guiding catheter, guidewires, and cyphers sds) disengaged from the vessel, and the stent dislodged from the balloon in the proximal lcx. The physician was eventually able to retrieve the dislodged stent with a snare device. A different bare metal stent was successfully implanted with the proximal lcx. There was an additional lesion within the bifurcation of the clx and distal lcx and the om, which was scheduled to be treated during this procedure; however, that intervention has been rescheduled implanting physician's comment the cypher may have become stuck due to the calcification in the lcx and dislodged due to the force on the unit during the system disengagement. The physician usually uses a brite tip (x.b.) Guiding catheter, but on this occasion, the launcher ebu was used as a trial. The physician had difficulty handling as he was not used to it.

Manufacturer narrative:
Cjs23250 is not distributed in the us however, it is similar to us product cxs23250. Additional information will be submitted within 30 days of receipt.